Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported water damage (battery not working) was confirmed during evaluation. The evaluation found the module's wireless connection capabilities inoperable due to a "check battery" condition. Further investigation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, which caused the components to fail, rendering the unit irreparable. The device was removed from service.

Event description:
It was reported that a spectrum wireless battery had water damage. It was also reported that there was no patient injury.